Manufacturer narrative:
(B)(4). Retainer ring = black. Pump passed the displacement test, active current test and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, pump failed the sleep current test due to moisture damage on the electronic assembly. No failed battery test noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken belt clip rails and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had battery test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.